Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however the customer did provide a photo. The photo was evaluation and the complaint was confirmed. The product contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. A non-conformance was opened to further address this issue.

Event description:
The complaint was reported as: "during incoming inspection the customer found moisture (small drops) inside the sterile pouch". There was no patient involvement.

Manufacturer narrative:
(B)(4). Unknown if sample is available.

Event description:
The complaint was reported as: "during incoming inspection the customer found moisture (small drops) inside the sterile pouch". There was no patient involvement.